Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was over 170 mg/dl at the time of the incident and current blood glucose level was 167 mg/dl. The customer stated that troubleshooting was performed for the blank display and display did not returned. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement, sleep current measurement, active current measurement and selftests. The pump was monitored and functioned properly. No blank display was noted during testing.